Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.

Event description:
It was reported that a device alarmed for a system error 345 during therapy on a py. There was no pt injury reported.